Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had software error detected alarm shone up twice. Customer blood glucose value was 321mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer sated they were able to clear the alarm and able to rewind it. Customer performed self test which was passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device will not be returned for analysis.